Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder device featuring c3 delivery system. The gate was cannulated with some difficulty, and the device was fully deployed as planned. The sheath was in position up to the contralateral gate, but was pulled back, and wire access was lost. Attempts to re-cannulate by snaring from the ipsilateral side were unsuccessful, and attempts through brachial access were also unsuccessful as the left subclavian artery was stenotic. The physician then converted to an unplanned aorto-uni-iliac. The procedure concluded without any other complication, and the pt is doing well.